Manufacturer narrative:
(B)(4). Berlin heart inc (importer) is submitting the report on behalf of berlin heart (B)(4)(manufacturer). The excor driving tube lot 00022415 was used form (B)(6) 2014 to (B)(6) 2014 for (B)(6) days. The driving tube that is the subject of this report was evaluated by the manufacture of the driving tube. Review of the lot history record for this lot and the manufacturing process did not show any discrepancy or any problem related to manufacturing process. The driving tube split at a known position near the transition from the thicker to the thinner segment. This area of the driving tube is where the most stress is applied by external forces during use. Excessive external forces can cause a split in the driving tube. Therefore exposure of the driving tube to excessive external forces cannot be excluded. In the end it is not possible to determine the definite cause of the damage.

Event description:
(B)(4) was notified by the clinic about an incident of split excor driving tube. The split in the driving tube was noted at the insertion site to the blood pump. The clinic immediately exchanged the driving tube without incident. The pt suffered no ill effects as a result of the split in the driving tube. The pt remains on vad support and is reported to be stable on the device.